Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) scissor blade has a tear. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: as seen in the video and as it have already been described, a malfunction occurred after about 10 minutes: the scissor blades no longer closed completely. From the user's perspective, the cause was not discernible. Customer could not detect a bent scissor blade, and in my view, such an issue would be difficult to explain through the proper use of these scissors. In summary, it can be confirmed that it is a malfunction (incomplete closure of the blades).

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have blade damage at the middle of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.